Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive resulting in a blood glucose (bg) level of 547-548 mg/dl. No action was performed to address bg level. The event did not cause injury and no ketones were reported. The customer was encouraged to reach out to their healthcare provider regarding an alternate method of insulin therapy.